Manufacturer narrative:
(B)(4). The device was manufactured october 21, 2015 ¿ october 22, 2015. The device was received for evaluation. Visual inspection revealed that the coil cap was present on the device. However, the fill port cap was found to be missing. The cause of the missing fill port cap was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a large volume folfusor was missing. This was noted before patient use. There was no patient involvement. No additional information is available.